Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins and lead were replaced. The hcp and patient decided full replacement was best long term rather than surgery just to problem solve the extension. The patient is doing well post op with good coverage. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 399945 lot# v284899 implanted: (B)(6) 2010 explanted: (B)(6) 2019 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 399945, lot# v284899, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via manufacturer representative (rep). It was reported that the patient started noticing that the coverage was not as good about one year prior to the report. On the day of the report, the patient met with the rep because the elective replacement indicator (eri) message appeared for the implantable neurostimulator (ins) and to plan a replacement. The rep checked impedances and electrodes 0-3 were out, so they reprogrammed around those electrodes and got adequate coverage. A replacement was planned for (B)(6) 2018 to replace the battery, change the extension/s, to see if they improve, and to possibly change the paddle lead if necessary. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was discarded. No further complications were reported.